Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Patient presented in the surgeon's office (B)(6) 2018 with a ¿sore¿ left knee. The surgeon aspirated the knee and sent for lab work. Nothing grew, the patient presented again on tuesday (B)(6) 2018 with a painful left knee. The surgeon aspirated again and nothing grew. He elected to perform an I&d with poly exchange. Nothing broke during the surgery, there were no delays, there was no suggestion by anyone involved of a deficiency in the products. Doi: (B)(6) 2018, dor: (B)(6) 2018 left knee.

Manufacturer narrative:
(B)(4). Investigation summary no device associated with this report was received for examination. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.